Event description:
The following has been reported: biomed reported:"tubing 0032-1 lot fa25l22017 dual primary set. Would not prime a bottle of ivig (vent was opened at the appropriate time) switched tubing with new set, and had no issues. 4/15 customer reported: "5a med surg on (B)(6) 2026. Set would not prime, ivig with vent. New set primed without any issues. Tubing given to ivenix rep on site. Ivenix ticket #: (B)(4). New tubing set hung and primed without issues. " a preliminary review identified the following issue: tubing set error (clogged admin set) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.